Event description:
It was reported that, this pacemaker exhibited noisy signals oversensing on the right atrial (ra) lead channel. The noise was seeing by turning fast to the left and no noise was reproducible with normal tests. Data was provided for analysis. This pacemaker remains in service. No adverse patient effects were reported.